Manufacturer narrative:
A ge service representative ordered a 24 volt power supply for the customer. Customer replaced the power supply and states that the system is fully functional, and it was returned to service.

Event description:
It was reported that the column lift on the 9800 system could not be lowered. However, the system worked after reboot. No pt injury reported.